Event description:
On (B)(6) 2026, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that there were no settings when they got the device which everyone thought was a little on the odd side. Patient said they have been speaking with a manufacturing representative (rep) who helped them adjust it to what they thought they needed it to be. Patient confirmed they were implanted on (B)(6) and when they called the rep, the therapy was at 0 and there was not a program selected. Patient stated that after working with their rep, they have been able to program their therapy and was now on 1.8. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with hcp on (B)(6). On (B)(6) 2026, additional information was received from a manufacturing representative (rep). They reported that they were called by the patient on march 11 and they believed that they spoke to the patient over the phone, they were not sure what version they had. The issue has been resolved, they walked t hrough the programmer over the phone. They believed the patient may not have remembered talking to the other rep. The notes stated they were on program 1 @ 1.0 with vaginal sensation. It was not known if someone turned the therapy off and they were not in possession of any logs and didn¿t plan on obtaining them.

Manufacturer narrative:
Continuation of d10: product ID a52300. Serial# unknown: product type software b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient was programmed the day of implant (B)(6). It was in the notes on mforce. They did not believe the program reset or turned off on its own. They were not sure how it ended up at zero. They spoke to this patient multiple times. They were currently on program one it has not reset or had any issues to their knowledge.